Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt265 breathing circuit is expected to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the y connector in the rt265 infant evaqua 2 breathing circuit was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The device ws visually inspected and pressure tested. Results: visual inspection revealed that the swivel wye was cracked, it was also noted that there was a scuff mark near the crack. The pressure test was performed and showed the device was performing outside of specification. A water bath test was performed and the crack in the swivel was identified as the source of the leak. A lot check revealed no other complaints for lot number 130119. Conclusion: we were unable to determine what had caused the connectors to crack. However, the scuff marks seen near the location of the crack suggest the cause is most likely physical damage. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuits were within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the y connector in the rt265 infant evaqua 2 breathing circuit was damaged. This was found prior to patient use.